Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc121400/7039722 UDI (B)(4), and pxl161207/7121958 UDI (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2009, the patient underwent endovascular treatment of an abdominal aortic aneurysm (maximum diameter of the aneurysm was 47mm) using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date in 2019, the aneurysm enlargement was observed (amount unknown). The patient presented with shock due to the allergic reaction to contrast dye. The contrast dye could not be used for this patient, so the physician decided to perform a follow-up exam using plain computed tomography (CT). On an unknown date in 2020, the follow-up exam identified the maximum diameter of the aneurysm was 79mm. The root cause of the aneurysm enlargement was unknown because the angiography imaging was not able to be taken. The physician planned to do open surgery to treat the aneurysm enlargement, because this patient cannot take an endovascular treatment due to allergy of contrast dye. On (B)(6) 2020, the gore® excluder® aaa endoprostheses were explanted and the abdominal aorta was replaced as y graft. During the procedure, a proximal type I endoleak was slightly confirmed. The patient tolerated the procedure.

Manufacturer narrative:
Addition h6: code 213-the review of the manufacturing paperwork verified that these lot/serial numbers met all pre-release specifications. Addition h6: code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement, surgical conversion and endoleak.

Manufacturer narrative:
Addition g5.